Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call of having trouble with sensor and continuous glucose monitoring system and inquired about more training. Customer had questions regarding sensor insertion. Customer mentioned that basal was not programmed on pump and inquired if it was necessary. Customer was advised that basal should be programmed on insulin pump. Customer reported that blood glucose had been 390 mg/dl and was treated with 18 units of insulin and blood glucose rose. Customer's blood glucose was 460 mg/dl and was treated with a bolus delivery. During troubleshooting, customer reported that infusion pump had small champagne size bubbles. Cannula was not bent. Customer reported to have received a low reservoir alert, but did not change infusion set or reservoir. Customer was advised to call back when in receipt of tubing clamp in order to complete high pressure test.